Event description:
On 10/20/93 device was implanted. On 10/3/94 three relaxing incisions were made due to penile curvature. On 8/14/96 the cylinders and pump were removed and replaced because it was not seated properly.